Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was difficult to open, and the jaws of the device remained closed on tissue after firing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing the reload during a pancreatic head resection, on the tissue, the surgeon was struggling with the removal / opening of the stapler. The reload could not be released. The surgeon was able to open the reload and release the handle. There was a delay in the intervention. There was no patient injury.